Manufacturer narrative:
.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it was discarded. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections. Partial or total occlusion of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction and/or death. In this case, the explanting surgeon was not satisfied with his ability to completely identify the coronary ostia, so he elected to explant the valve and downsize to a 19mm bioprosthetic aortic valve. The root cause of this event cannot be conclusively determined with the information obtained to date. If new information is received, a supplemental report will be submitted. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that the 21mm bioprosthetic aortic valve was explanted at implant. It was learned through follow up with the health care provider that the 21mm bioprosthetic aortic valve was initially seated at the level of the annulus. The surgeon indicated that due to the sewing ring, it was difficult to visually see the coronary ostia. The aortotomy was closed and after release of the cross-clamp, there was no resumption of any kind of myocardial activity. Attempts were made to pace the heart with 2 different epicardial ventricular wires but there was absolutely no electrical stimulation. The surgeon observed that the myocardium itself of both the right and left ventricle did not appear pink and there appeared to be filling of the coronary vessels. The surgeon elected to reapply the cross-clamp and cardioplegia was infused. The surgeon was not satisfied with his ability to completely identify the coronary ostia, so he elected to explant the valve and down size to a 19mm bioprosthetic aortic valve. The surgeon was careful to make sure that the sewing ring did not impinge on the coronary ostia at all. When the coronaries were re-inspected the surgeon indicated that he thought he could nicely see the location of both coronary ostia. Temporary pacing was applied and the myocardium began to contact slightly. The patient was moved from the cardiopulmonary bypass circuit to an ECMO circuit due to perfuse bleeding. The patient was transported in unstable and grave condition to the intensive care unit intubated with copious pulmonary edema on epi and vasopressin. Early the following morning she had modest chest tube output and echo showed pericardial effusion and she was opened at bedside for evaluation on control of bleeding. She was started on crrt and her condition continued to deteriorate with no apparent neurological function. Neurology determined that the patient sustained an anoxic brain injury felt due to hypotension. Comfort care was initiated and the patient expired 1 day post-op.